Event description:
A customer reported that external paddles did not function. The device was in use in an emergency defibrillation during open heart surgery. The customer stated that no adverse event resulted.